Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to perform pulmonary vein (pv) ablation with the use of ethanol injected into the guide wire lumen via access from the vein of marshall (vom), after prepping a 1.5mm x 20mm x 90cm armada 14 balloon dilatation catheter (bdc) per the instructions for use and with contrast, the armada 14 was advanced past the target ablation area without resistance, then was inflated using a syringe, without issue, in order to prevent the injected ethanol from traveling past its target area, as intended. When completely deflating the armada 14 balloon without difficulty, air was noted to be traveling from the balloon to the syringe. All of the air was able to be pulled from the device into the syringe; no air entered the patient vasculature at any time. A hole/tear on the armada 14 bdc was suspected, thus, the device was withdrawn from the anatomy; no resistance was felt during withdrawal. Another armada was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the reported leak at the hub when a proxy in deflator filled with water was used to pressurize the balloon catheter. The root cause of the hub leakage was identified as a combination of shrinkage of the adhesive material during the bonding process and the annular space availability. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed. As an immediate corrective action, an additional inspection was implemented in the manufacturing process. While abbott vascular is continuing to evaluate an alternative adhesive material to further mitigate the occurrence of the reported issue, the overall risk remains low with no reported patient effects, consistent with the product risk assessment documentation. The adhesive selection, process development, validation, shelf life studies, and regulatory approvals are expected to be completed over the coming quarters to determine if a new adhesive successfully mitigates the occurrence rate. It was reported the armada 14 was used to perform pulmonary vein ablation with the use of ethanol injected in the guide wire lumen. It should be noted the armada 14 percutaneous transluminal angioplasty catheter instructions for use states: the device is indicated to dilate stenoses in femoral, popliteal, infra popliteal and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae.